Event description:
The field service representative (fsr) during preventative maintenance of the device, reported that the occlusion knob on the roller pump was stuck in the occlude position. While attempting to unoccluded, the tongue broke. There was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) removed the occlusion knob and cleaned the grease while checking for burrs. The knob screw face had an unusual residue which was cleaned off by the fsr. He re-greased the shaft and knob, replaced the knob, installed a new tongue and confirmed that occlusion was working properly before clearing the roller pump for clinical use. No additional action will be taken at this time.